Event description:
It was reported that the insertion tool did not securely hold the implantable cardiac monitor in place. The icm was observed to be moving in and out of the distal orifice of the tool yet never more than half way out. The concern was that the icm could have fallen out. The tool was used to complete the implant with no patient complications reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.